Manufacturer narrative:
As of today the device has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. A magnet was applied in an attempt to elicit tones, no tones were heard. The patient was seen for a device change out procedure where the device was explanted and replaced. There were no adverse patient effects reported. A request for the return of the device has been made.